Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 may 2022, a 15mm amplatzer septal occluder was chosen for procedure using a 12f amplatzer trevisio intravascular delivery system. During procedure, the device deployed as a cobra deformation. There was an interaction with the atrial septum during deployment. After a series of attempts, the decision was made to replace the device. A 16mm amplatzer septal occluder was successfully implanted instead. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was no angulation or kink noticed in the delivery system.

Manufacturer narrative:
An event of cobra shaped deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, (B)(6). Revision a table t1: the correct size delivery system for a 15mm septal occluder is a 7fr. Information from the field indicated a 12fr sheath was used.na